Event description:
It was reported that oil was leaking out of the top of the device. This was found prior to a procedure so there was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint of leaking oil was not verified, however, some mineral deposits were seen inside the handpiece that showed fluid was present in the past. The device was repaired and returned to the account.